Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that the pump battery was depleting quickly resulting in the pump shutting off. The customer¿s blood glucose (bg) level was "high"; specific value not provided. Customer administered a manual injection to address bg. Customer declined to further troubleshoot the with tandem technical support, therefore no additional information could be obtained. Reportedly, the customer will continue to use the pump and has back up manual injections for continued insulin therapy.